Event description:
Analysis of the lead was completed on (B)(4) 2014. Two broken strands were noted on the positive coil. Scanning electron microscopy images of the broken strands suggest a stress-induced fracture has occurred in at least one strand. However, due to mechanical distortion (smoothed surfaces) and surface contamination a conclusive determination of the fracture mechanism of the strands cannot be made. Also, the early stages of a stress-induced fracture were identified in a third strand of the quadfilar coil. The location of the break described in the event description cannot be confirmed to be the same of the identified broken strands. Since two strands of the quadfilar coil remained intact, it is not clear whether the identified broken strands may have contributed to the high impedance. Note that since a significant portion of the lead (including (the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis of the generator was completed on (B)(4) 2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
It was reported during generator replacement for end of service, the lead was found to be fractured. The lead was also replaced. Clinic notes dated (B)(6) 2014 note that the device was interrogated and the leads are intact. The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional was received which revealed that, at the time of lead replacement, the dcdc converter measured to be zero. Programming history was reviewed for the patient¿s generator associated with the lead. The available data revealed no instances of high or low impedance and that system diagnostics results were within normal limits on the date of device explant. No additional or relevant information has been received to date.